Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the proximal lad. The patient expired approximately 32 months post index procedure. The cause of death is reported as cardiac ¿ acute mi. Investigator indicated that the death event was unlikely related to the study device. The mi event was not assessed for relatedness with the study device.

Event description:
Investigator assessed that the previously reported death was possibly related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death, myocardial infarction). Conclusions: inherent risk of procedure ¿ (death, myocardial infarction). (B)(4).

Event description:
Investigator assessed the previously reported mi event as possibly related to the study device.